Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced fatigue and presented in the emergency room with a heart rate in the 30's. Upon device interrogation, the pulse generator exhibited backup vvi operation with no pacing support. Further information could not be obtained due to intermittent telemetry. The pulse generator was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.